Manufacturer narrative:
For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the 2 events, the suction regulator was replaced. (B)(4).

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced suction failure. 1 unit was reported for a suction regulator not operational, and 1 unit was reported for a malfunction preventing suction. These reports were received from various sources. Of the 2 events, 2 did not involve patients.